Manufacturer narrative:
The patient was born on an unreported date in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent and abdominal pain. The patient was hospitalized for the event. The cause of peritonitis was not reported. The patient began treatment with antibiotic treatment (dose, route, frequency and duration were not reported) for the event. Three days after hospitalization the patient was discharged and was recovered. Action taken with pd therapy was not reported. No additional information is available.